Event description:
A customer observed negatively biased iga results on two quality control samples using the vitros 5.1 analyzer. Biased results were not released. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report to pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event concludes that the instrument and reagent were performing as expected when initially calibrated in '08. Quality control and patient samples were not processed again until about two months later, when this event occurred. There is no indication that the instrument or the reagent malfunctioned. The root cause of the event is unknown. .